Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that the emergency medical services were called for the low blood glucose. The customer's blood glucose was 140 mg/dl at the time of call. The customer stated that she treated the low blood glucose with a glucagon shot. The customer stated that she passed out. The customer stated that she was admitted as an inpatient for medical treatment. The customer stated that she guesses the amount of insulin to bolus. The time of the hospitalization was 1am and the date of the hospitalization was (B)(6) 2016. The insulin pump will not be returned for analysis.